Manufacturer narrative:
(B)(4). (B)(6). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2022. On (B)(6) 2022, the bg was 303 mg/dl but the cgm was reading 233 mg/dl. The parent started to check the bg approximately every half hour. The next readings were bg 330 mg/dl and cgm 211 mg/dl. The patient felt well and had no symptoms. The mother gave him 1.5 units of insulin. After 2 hours the bg level dropped. The bg was 280 mg/dl and the cgm was 233 mg/dl. The next readings were bg 214 mg/dl and cgm 128 mg/dl. No further comparison measurements were taken after the bg dropped. At the time of the report the patient was feeling well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the a and b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.